Event description:
It was reported that the autopulse lifeband does not fit properly when it's connected to the metal shaft of the autopulse platform. The lifeband is loose. Customer has tried multiple lifebands and the same problem occurs. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.